Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/failure to occlude fallopian tube"), fallopian tube perforation ("left fallopian tube was perforated"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder ") in a 35-year-old female patient who had essure (batch no. A20683 (sic)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, ovarian cyst on (B)(6) 2013, headache and depression. She does not have a history of std infections. Previously administered products included for an unreported indication: estrace and ativan. Concurrent conditions included overweight, general body pain, coccidioidomycosis, leiomyoma nos and chronic cervicitis. Concomitant products included antidiarrhoeal microorganisms (probiotics), carisoprodol (soma), cetirizine hydrochloride (zyrtec), estradiol (estrace), fluconazole (diflucan), lorazepam (ativan), norethisterone (ortho micronor-28), prenatal vitamins, sertraline (zoloft), spironolactone and testosterone. In 2012, the patient experienced headache ("headaches"), migraine ("migraines"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), abnormal periods"), allergy to metals ("nickel allergy") with rash, pelvic pain ("pelvic pain (left > right)"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, candida infection ("candidiasis") and nausea ("nausea/constant nausea"). On (B)(6) 2016, 4 years 1 month after insertion of essure, the patient experienced hot flush ("flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hyperhidrosis ("hormonal changes: sweats"), hypersensitivity ("allergic or hypersensitivity reaction type: unspecified"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nerve injury ("nerve damage"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), alopecia ("hair loss/hair falls out in handfuls"), pain in extremity ("pain: lower extremity"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), change of bowel habit ("could not keep food down/change in bowel movements since placement"), fungal infection ("infection: yeast"), bacterial infection ("infection: bacterial"), palpitations ("heart palpitation"), muscular weakness ("weak legs"), vision blurred ("blurred vision") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2013. On(B)(6) 2013, the pelvic pain, pain in extremity, abdominal pain and back pain had resolved. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, migraine, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, gastrointestinal disorder, alopecia, change of bowel habit, fungal infection, bacterial infection, depression, palpitations, muscular weakness, vision blurred, weight decreased, bacterial vaginosis, candida infection, anxiety and nausea outcome was unknown and the hyperhidrosis, mental disorder, nerve injury and hot flush had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bacterial infection, bacterial vaginosis, bladder disorder, candida infection, change of bowel habit, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, menorrhagia, mental disorder, migraine, muscular weakness, nausea, nerve injury, pain in extremity, palpitations, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight 157 lbs. Per mr: the device was then deployed leaving 3 coils exposed. The procedure was then repeated on the left side leaving 3 coils exposed. Patient tolerance : excellent and good. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left fallopian tube was perforated current weight 157 lbs. (B)(6) 2013: operative findings: essure implants appear to be in place in fallopian tubes. Cystoscopy performed with bilateral efflux of urine from both ureteral orifices. "Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dyspareunia, vaginal bleeding, nausea, pelvic pain, vaginal discharge, pain in extremity, fatigue, depression and headaches." Most recent follow-up information incorporated above includes: on (B)(6) 2018: event " left fallopian tube was perforated" was added from essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/failure to occlude fallopian tube"), fallopian tube perforation ("left fallopian tube was perforated"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder ") in a 35-year-old female patient who had essure (batch no. A20683-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, ovarian cyst on (B)(6)2013, headache and depression. She does not have a history of std infections. Previously administered products included for an unreported indication: estrace and ativan. Concurrent conditions included overweight, general body pain, coccidioidomycosis, leiomyoma nos and chronic cervicitis. Concomitant products included antidiarrhoeal microorganisms (probiotics), carisoprodol (soma), cetirizine hydrochloride (zyrtec), estradiol (estrace), fluconazole (diflucan), lorazepam (ativan), norethisterone (ortho micronor-28), prenatal vitamins, sertraline (zoloft), spironolactone and testosterone. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced headache ("headaches"), migraine ("migraines"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), abnormal periods"), allergy to metals ("nickel allergy") with rash, pelvic pain ("pelvic pain (left > right)"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, candida infection ("candidiasis") and nausea ("nausea/constant nausea"). On (B)(6)2016, 4 years 1 month after insertion of essure, the patient experienced hot flush ("flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hyperhidrosis ("hormonal changes: sweats"), hypersensitivity ("allergic or hypersensitivity reaction type: unspecified"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nerve injury ("nerve damage"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), alopecia ("hair loss/hair falls out in handfulls"), pain in extremity ("pain: lower extremity"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), change of bowel habit ("could not keep food down/change in bowel movements since placement"), fungal infection ("infection: yeast"), bacterial infection ("infection: bacterial"), palpitations ("heart palpitation"), muscular weakness ("weak legs"), vision blurred ("blurred vision") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2013. On(B)(6)2013, the pelvic pain, pain in extremity, abdominal pain and back pain had resolved. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, migraine, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, gastrointestinal disorder, alopecia, change of bowel habit, fungal infection, bacterial infection, depression, palpitations, muscular weakness, vision blurred, weight decreased, bacterial vaginosis, candida infection, anxiety and nausea outcome was unknown and the hyperhidrosis, mental disorder, nerve injury and hot flush had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bacterial infection, bacterial vaginosis, bladder disorder, candida infection, change of bowel habit, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, menorrhagia, mental disorder, migraine, muscular weakness, nausea, nerve injury, pain in extremity, palpitations, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight 157 lbs. Per mr: the device was then deployed leaving 3 coils exposed. The procedure was then repeated on the left side leaving 3 coils exposed. Patient tolerance : excellent and good. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6)-2013: left fallopian tube was perforated current weight 157 lbs. (B)(6)2013: operative findings: essure implants appear to be in place in fallopian tubes. Cystoscopy performed with bilateral efflux of urine from both ureteral orifices. "Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dyspareunia, vaginal bleeding, nausea, pelvic pain, vaginal discharge, pain in extremity, fatigue, depression and headaches." Most recent follow-up information incorporated above includes: on (B)(6)-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/failure to occlude fallopian tube"), fallopian tube perforation ("left fallopian tube was perforated"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder ") in a 35-year-old female patient who had essure (batch no. A20683-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, ovarian cyst on (B)(6) 2013, headache and depression. She does not have a history of std infections. Previously administered products included for an unreported indication: estrace and ativan. Concurrent conditions included overweight, general body pain, coccidioidomycosis, leiomyoma nos and chronic cervicitis. Concomitant products included antidiarrhoeal microorganisms (probiotics), carisoprodol (soma), cetirizine hydrochloride (zyrtec), estradiol (estrace), fluconazole (diflucan), lorazepam (ativan), norethisterone (ortho micronor-28), prenatal vitamins, sertraline (zoloft), spironolactone and testosterone. In 2012, the patient experienced headache ("headaches"), migraine ("migraines"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), abnormal periods"), allergy to metals ("nickel allergy") with rash, pelvic pain ("pelvic pain (left > right)"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, candida infection ("candidiasis") and nausea ("nausea/constant nausea"). On (B)(6) 2016, 4 years 1 month after insertion of essure, the patient experienced hot flush ("flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hyperhidrosis ("hormonal changes: sweats"), hypersensitivity ("allergic or hypersensitivity reaction type: unspecified"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nerve injury ("nerve damage"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), alopecia ("hair loss/hair falls out in handfulls"), pain in extremity ("pain: lower extremity"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), change of bowel habit ("could not keep food down/change in bowel movements since placement"), fungal infection ("infection: yeast"), bacterial infection ("infection: bacterial"), palpitations ("heart palpitation"), muscular weakness ("weak legs"), vision blurred ("blurred vision") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the pelvic pain, pain in extremity, abdominal pain and back pain had resolved. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, migraine, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, gastrointestinal disorder, alopecia, change of bowel habit, fungal infection, bacterial infection, depression, palpitations, muscular weakness, vision blurred, weight decreased, bacterial vaginosis, candida infection, anxiety and nausea outcome was unknown and the hyperhidrosis, mental disorder, nerve injury and hot flush had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bacterial infection, bacterial vaginosis, bladder disorder, candida infection, change of bowel habit, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, menorrhagia, mental disorder, migraine, muscular weakness, nausea, nerve injury, pain in extremity, palpitations, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight 157 lbs. Per mr: the device was then deployed leaving 3 coils exposed. The procedure was then repeated on the left side leaving 3 coils exposed. Patient tolerance : excellent and good. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left fallopian tube was perforated current weight 157 lbs. On (B)(6) 2013: operative findings: essure implants appear to be in place in fallopian tubes. Cystoscopy performed with bilateral efflux of urine from both ureteral orifices. "Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dyspareunia, vaginal bleeding, nausea, pelvic pain, vaginal discharge, pain in extremity, fatigue, depression and headaches." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/failure to occlude fallopian tube"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder ") in a (B)(6) female patient who had essure (batch no. A20683 (sic)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, ovarian cyst on (B)(6) 2013, headache and depression. She does not have a history of std infections. Previously administered products included for an unreported indication: estrace and ativan. Concurrent conditions included overweight, general body pain, coccidioidomycosis, leiomyoma nos and chronic cervicitis. Concomitant products included antidiarrhoeal microorganisms (probiotics), carisoprodol (soma), cetirizine hydrochloride (zyrtec), estradiol (estrace), fluconazole (diflucan), lorazepam (ativan), norethisterone (ortho micronor-28), prenatal vitamins, sertraline (zoloft), spironolactone and testosterone. In 2012, the patient experienced headache ("headaches"), migraine ("migraines"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") with rash, pelvic pain ("pelvic pain (left > right)"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, candida infection ("candidiasis") and nausea ("nausea/constant nausea"). On (B)(6) 2016, 4 years 1 month after insertion of essure, the patient experienced hot flush ("flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hyperhidrosis ("hormonal changes: sweats"), hypersensitivity ("allergic or hypersensitivity reaction type: unspecified"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nerve injury ("nerve damage"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), alopecia ("hair loss/hair falls out in handfulls"), pain in extremity ("pain: lower extremity"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), change of bowel habit ("could not keep food down/change in bowel movements since placement"), fungal infection ("infection: yeast"), bacterial infection ("infection: bacterial"), palpitations ("heart palpitation"), muscular weakness ("weak legs"), vision blurred ("blurred vision") and weight decreased ("weight loss"). The patient was treated with total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and essure was removed on (B)(6) 2013. On (B)(6) 2013, the pelvic pain, pain in extremity, abdominal pain and back pain had resolved. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, migraine, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, gastrointestinal disorder, alopecia, change of bowel habit, fungal infection, bacterial infection, depression, palpitations, muscular weakness, vision blurred, weight decreased, bacterial vaginosis, candida infection, anxiety and nausea outcome was unknown and the hyperhidrosis, mental disorder, nerve injury and hot flush had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bacterial infection, bacterial vaginosis, bladder disorder, candida infection, change of bowel habit, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, menorrhagia, mental disorder, migraine, muscular weakness, nausea, nerve injury, pain in extremity, palpitations, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6). Per mr: the device was then deployed leaving 3 coils exposed. The procedure was then repeated on the left side leaving 3 coils exposed. Patient tolerance : excellent and good. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Current weight (B)(6). "Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dyspareunia, vaginal bleeding, nausea, pelvic pain, vaginal discharge, pain in extremity, fatigue, depression and headaches." Most recent follow-up information incorporated above includes: on 22-may-2018: reporter information was added. This case concerns (B)(6) patient. Lab data was added. Her concomitant medication was added. Following events: hormonal changes: flashes, could not keep food down/change in bowel movements since placement, infection: yeast, infection: bacterial, depression, heart palpitation, weak legs, blurred vision, weight loss, bacterial vaginosis, candidiasis, anxiety and nausea/constant nausea; hormonal changes: flashes/sweats and were added. She had recovered form pain: pelvic pain/leg pain/abdominal pain/back pain. She had not recovered from hormonal changes: sweat/flashes, depression/anxiety and nerve damage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.